Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device identified signs of repeated use (nicked/gouged), the flutes showed damage and the device was fractured along the shaft. The device history records were reviewed and no discrepancies were identified. As the device had a potential field age of over sixteen years and exhibited signs of repeated use, the root cause is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during a left knee arthroplasty that when the surgeon drilled through the anterior slot of the cut block, the bone screw drill bit fractured. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.